Event description:
It was reported that when the xience nano was pulled from the hoop, the stent was loose on the balloon, so it was not used on the patient. Another xience nano was used with no issue. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted contrast visible in the inflation lumen and in the balloon and on the shaft, consistent with preparation. The stent implant was not on the balloon when returned and was not loose as reported. The stent implant was returned expanded. There were flattened stent struts in the third through seventh row of proximal stent struts. The balloon had been pressurized and was loosely folded. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent implant outer diameters were not measured due to the stent implant being returned expanded. An attempt was made to obtain follow up information from the account as to when the device was pressurized and the stent expanded; however, the account was unaware that the sds had been pressurized; therefore, it is possible the sds was inadvertently handled during packing for return analysis, resulting in the pressurization of the sds and the stent expanding. Further handling would have contributed to the noted stent damage. A loose stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. In this case, due to the condition of the returned sds and stent, a conclusive cause for the reported loose stent could not be determined. A search of the lot history record indicated no non conforming material reports for the lot and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is also subjected to a stent movement test to verify stent security.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated date of the event was reported as occurring in (B)(6) 2011. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.